Event description:
The patient reported stimulation in an undesired location since they started recharging in 2015. It was stated that sometimes when they recharge the implantable neurostimulator (ins) they feel tingling in the bottom of their toes. However, the patient confirmed that the tingling is not uncomfortable and they think of it as therapy. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.